Event description:
A patient reported experiencing hyperglycemia while using a one touch meter. On the day of the event, patient has been feeling lightheaded when patient woke up and patient's fasting blood glucose was 27mg/dl on ot meter. Patient drank some orange juice and coffee and ate toast. At about 11:00am, patient went to emergency room where patient's blood glucose was 262mg/dl on hospital meter of unknown brand. Time of blood glucose reading unknown. Patient has reportedly spent 12 hours at the ER during which patient was given a "sugar pill" and a "high blood pressure pill". Patient had reportedly not taken any of patient's medication before going to the ER. No further information has been provided.